Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing threshold. This lead will not be returned due to damage from laser extraction and local representative stated that there was encapsulated from helix to flexible neck. A new lead was implanted. No additional adverse patient effects were reported.